Event description:
During follow-up, high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.